Event description:
(B)(6) gestational newborn in nicu since birth, now approx (B)(6). Remained intubated and ventilated. Also received surfactant upon birth. Dx with chronic lung disease since birth. Received two course dart (dexamethasone therapy) and on darbe protocol. Receiving breast milk via nasogastric tube feeding without any supplemental additives. During routine change of tube feeding setup, feeding tube port attached to the saline flush port of the ett, instead of the ng feeding port, human error. Policy and equipment provides for orange male adaptor to be attached to orange ng tube with the bright orange female adaptor. Ett saline port is clear tubing with a clear coloring female adaptor that is kept capped between ett flushed . The 'fit' was not perfect and the nurse identified that it did require more pressure than usual to insert, which is unusual when properly connecting the tube to the ngt. Feeding was on pump and set to infuse at 3cc/hr. After approx 2.8 cc ( as identified by the infusion pump settings.) The baby was identified as coughing and desatting. Error was immediately recognized and disconnected. Upon investigation (post incident and stabilization of baby ), it was determined that 1.6cc of the tube feeding remained within the saline port / eet and 1.2cc infused into the lungs before correcting the error. Baby suctioned x 4. Ett removed with online suction for the last time during the removal. New ett inserted. Desatted to approx 50% for less than one minute when recognized and aggressively suctioned. Upon reintubation, the baby was once again oxygenating at 88-92% on approx 30% fio2. Protocol maintains oxygenation at 88- 92% so as to avoid lung and eye damage with increased delivery of oxygen levels. The 88-92% on 30% fio2 was the same as the pre-incident settings. Post event cxr on (B)(6) at 1950 showed chronic lung disease and upper lobe atelectasis, no effusion and no pneumothorax. The cxr result was unchanged from the pre- event cxr performed on (B)(6) at 0828.